Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was discovered post-operatively that a schanz screw could not removed from the chuck. The chuck was jamming and t-handle had loosened from chuck. No patient involved. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the article was received in a used condition. It was reported that the chuck could not be opened/ loosened to release the grip on a schanz screw. In addition, the handle itself unscrewed from the body of the chuck. The tightening and loosening of clamped instruments was working as intended. The schanz screw could be removed without problems. The t-handle was unscrewed from the body of the chuck and is not at the original position anymore. With regard to the reported issue, it is likely that the release ring of the chuck was not pulled when the user was trying to release the clamped screw. When the release ring is engaged the chuck cannot be opened. During trying to release the screw by left turning the chuck, the entire force went on the thread where the t-handle is connected to the body of the chuck. The thread of the t-handle is secured with adhesive (loctite), but it did not resist the high force which was applied and the t-handle has been unscrewed by approximately 2-3 turns. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.